Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs noting malpositioning of the cup component predisposing the patient to dislocation along with fragments of the screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019-05508, 0001825034 -2019 -05507, 0001825034 -2020 -00076.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to dislocation and poly wear. The cup, liner and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.